Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the patient underwent dc cardioversion. It was also reported that the defibrillation pads were significantly misplaced. Following this procedure, an error message was displayed on the programmer stating that the subject device could not be interrogated. Physician observed that there were no sensing nor capturing. The subject device was explanted and will be returned for analysis.

Event description:
Reportedly, the patient underwent dc cardioversion. It was also reported that the defibrillation pads were significantly misplaced. Following this procedure, an error message was displayed on the programmer stating that the subject device could not be interrogated. Physician observed that there were no sensing nor capturing. The subject device was explanted and will be returned for analysis.